Event description:
Nellcor puritan bennett received a report for 100% high readings on a n-395 from a clinical engineer. This was reported during the setup for a patient, but the unit was not used.

Manufacturer narrative:
Nellcor puritan bennett has requested that the customer return the unit for evaluation.